Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". The patient's medical history included body mass index normal. Previously administered products included for to prevent pregnancy: yaz from 2008 to 2012. Concurrent conditions included blood pressure high since 2008. Concomitant products included hydrochlorothiazide since 2008. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition mental anguish"), depression ("psychological or psychiatric problems condition depression"), back pain ("lower back area pain"), arthralgia ("joints pain"), abdominal pain ("abdominal area pain") and toothache ("teeth pain") and was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, anxiety, depression and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain, arthralgia, abdominal pain and toothache had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, toothache, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight: (B)(6). Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test (as per pfs )as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 26-jul-2019: plaintiff fact sheet received. Lot number added. Device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, psychological or psychiatric problems condition depression and mental anguish, weight gain / loss (specify which one): weight loss, lower back area pain, joints pain, abdominal area pain, teeth pain, device insertion difficult. Aka name, medical history, concomitant drug, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 47-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". The patient's medical history included burning micturition, vaginal discharge, vaginal swelling and amenorrhea. Previously administered products included for to prevent pregnancy: yaz from 2008 to 2012; for an unreported indication: hydrochlorothiazide. Concurrent conditions included blood pressure high since 2008, chronic cervicitis, dysfunctional uterine bleeding, adenomyosis and body mass index normal. Concomitant products included biotin since 2016 and hydrochlorothiazide since 2008. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition depression/psych injury"), abdominal pain ("abdominal area pain"), toothache ("teeth pain/dental problems"), rash ("rashes") and vision blurred ("vision / eye problems ¿ blurry vision") and was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition mental anguish/psych injury related to essure"), back pain ("lower back area pain") and arthralgia ("joints pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and gingival bleeding ("gum bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with a da vinci robot, bilateral salpingectomy (B)(6) 2016).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, depression, back pain, arthralgia, abdominal pain, toothache and rash had resolved and the dyspareunia, fatigue, nausea, anxiety, weight decreased, vision blurred, alopecia, allergy to metals and gingival bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gingival bleeding, menorrhagia, migraine, nausea, pelvic pain, rash, toothache, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight: 110 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test (as per pfs )as well essure device was successfully occluded. 1 coil to left and 3 coil attempts to r (difficult placement) sono ¿ coils in right place. Received treatment for pain, and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: 1. Cervix ¿ chronic cervicitis. 2. Endometrium ¿ inactive pattern. 3. Myometrium ¿ adenomyosis. 4. Bilateral fallopian tubes ¿ no pathologic change. Ultrasound scan - on (B)(6) 2016: rt and lt lat essure seen in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: plaintiff fact sheet: new events nickel allergy and gum bleeding were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". The patient's medical history included body mass index normal, burning micturition and vaginal discharge. Previously administered products included for to prevent pregnancy: yaz from 2008 to 2012; for an unreported indication: hydrochlorothiazide. Concurrent conditions included blood pressure high since 2008, chronic cervicitis, dysfunctional uterine bleeding and adenomyosis. Concomitant products included hydrochlorothiazide since 2008. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition mental anguish"), depression ("psychological or psychiatric problems condition depression"), back pain ("lower back area pain"), arthralgia ("joints pain"), abdominal pain ("abdominal area pain") and toothache ("teeth pain") and was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, anxiety, depression and weight decreased outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain, arthralgia, abdominal pain and toothache had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, toothache, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight: 110 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test (as per pfs )as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 47-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". The patient's medical history included burning micturition, vaginal discharge, vaginal swelling and amenorrhea. Previously administered products included for to prevent pregnancy: yaz from 2008 to 2012; for an unreported indication: hydrochlorothiazide. Concurrent conditions included blood pressure high since 2008, chronic cervicitis, dysfunctional uterine bleeding and adenomyosis. Concomitant products included biotin since 2016 and hydrochlorothiazide since 2008. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition depression"), abdominal pain ("abdominal area pain"), toothache ("teeth pain/dental problems"), rash ("rashes") and vision blurred ("blurry vision") and was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition mental anguish"), back pain ("lower back area pain") and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, depression, back pain, arthralgia, abdominal pain, toothache and rash had resolved and the dyspareunia, fatigue, nausea, anxiety, weight decreased, vision blurred and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, toothache, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight: 110 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test (as per pfs )as well essure device was successfully occluded. 1 coil to left and 3 coil attempts to r (difficult placement) sono ¿ coils in right place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: cervix ¿ chronic cervicitis. Endometrium ¿ inactive pattern. Myometrium ¿ adenomyosis. Bilateral fallopian tubes ¿ no pathologic change. Ultrasound scan - on (B)(6) 2016: rt and lt lat essure seen in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia and weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs and mr received- events: "rashes, blurry vision and hair loss",reporter information, concomitant drug and lab data were added. Outcome of the events- "pelvic pain, dysmenorrhea (cramping), depression and migraines / headaches" were changed to recovered. Onset date of the events were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 47-year-old female patient who had essure (batch no. D14826) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult". The patient's medical history included burning micturition, vaginal discharge, vaginal swelling and amenorrhea. Previously administered products included for to prevent pregnancy: yaz from 2008 to 2012; for an unreported indication: hydrochlorothiazide. Concurrent conditions included blood pressure high since 2008, chronic cervicitis, dysfunctional uterine bleeding, adenomyosis and body mass index normal. Concomitant products included biotin since 2016 and hydrochlorothiazide since 2008. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), depression ("psychological or psychiatric problems condition depression/psych injury"), abdominal pain ("abdominal area pain"), toothache ("teeth pain/dental problems"), rash ("rashes") and vision blurred ("vision / eye problems ¿ blurry vision") and was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("psychological or psychiatric problems condition mental anguish/psych injury related to essure"), back pain ("lower back area pain") and arthralgia ("joints pain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and gingival bleeding ("gum bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with a da vinci robot, bilateral salpingectomy ((B)(6) 2016).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, depression, back pain, arthralgia, abdominal pain, toothache and rash had resolved and the dyspareunia, fatigue, nausea, anxiety, weight decreased, vision blurred, alopecia, allergy to metals and gingival bleeding outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gingival bleeding, menorrhagia, migraine, nausea, pelvic pain, rash, toothache, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight: 110 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test (as per pfs )as well essure device was successfully occluded. 1 coil to left and 3 coil attempts to r (difficult placement) sono ¿ coils in right place. Received treatment for pain, and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: 1. Cervix ¿ chronic cervicitis. 2. Endometrium ¿ inactive pattern. 3. Myometrium ¿ adenomyosis. 4. Bilateral fallopian tubes ¿ no pathologic change.. Ultrasound scan - on (B)(6) 2016: rt and lt lat essure seen in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, menorrhagia and weight loss. Lot number: d14826, manufacturing date: 2014-10-01, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.